Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was unable to be pressed. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The user is trained to the device. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used during an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all, even though the indicator window was showing solid black at the time and did not show any red color during retraction. Pulsatile flow was observed from the bleed-back indicator. The device was not attempted to be deployed outside of the patient. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the black/white and red position of the indicator window was successfully obtained. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device. The functional analysis achieved full deployment of the lever with full window transition and plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue the instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) was unable to be pressed. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The user is trained to the device. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used during an interventional procedure with a retrograde approach. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all, even though the indicator window was showing solid black at the time and did not show any red color during retraction. Pulsatile flow was observed from the bleed-back indicator. The device was not attempted to be deployed outside of the patient. The device will be returned for analysis.